Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that pt has not had any relief and still has to run to the bathroom. Caller stated pt is not to the point where they are wetting their pants, not incontinent, but pt has to run to the bathroom when they wake up which caller stated is uncomfortable. Caller stated pt is not getting 50% reduction in symptoms. Caller stated this has been going on since doi (B)(6) 2021-06-28. Patient services walked caller through how to connect with pt's ins to check pt's therapy status. Caller reported getting no device found when trying to connect with pt's ins. Reviewed repositioning and communicator placement best practices. Caller confirmed can feel the entire outline of pt's ins when palpating skin. Caller was trying to communicate with pt's ins by placing communicator directly on pt's skin. Caller stated pt still has bandages on implant site. Agent reviewed not to remove bandages until hcp has advised pt to do so. Caller stated they had already removed the bandages on the call. Caller continued getting no device found despite repositioning communicator on pt's ins. Caller confirmed communicator was not plugged into charger when using it. Pt tried laying on their stomach and caller continued getting no device found. Pt also tried standing and continued getting no device found. Caller reported that pt is visibly swollen. Patient services reviewed healing factors. Caller stated pt was implanted on (B)(6) 2021 and stated they haven't received any follow up from anyone. Caller stated pt's hcp is through the (B)(6). Pt has follow up appt. Scheduled with hcp next week. Agent did not ask about the circumstances that led to the reported issue. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. They reported that the cause of the no device found had been determined, however the patient did not elaborate on the cause. They noted they were very unhappy with the device and planning on having it taken out.